Manufacturer narrative:
UDI: the part number was unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The product code was unknown; therefore, the brand name, catalog number and 510(k) were unknown. The serial/lot number was unknown; therefore, the manufacture date was unknown. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure it was observed that an unknown drill bit device broke off and was stuck in the attachment device. It was not reported if there was a delay in the procedure due to the event or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had a broken drill bit stuck in it was confirmed. An assessment was performed and it was observed that a piece of unknown cutter was noted inside the motor locking mechanism. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter was received (but it was confirmed to be an anspach cutter). The piece of the cutter was broke off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. The root cause of this failure is corrosion which was clearly observed and is a typical result of insufficient cleaning after clinical procedures. Normal cleaning by the customer is expected to reduce or remove this debris. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.